Manufacturer narrative:
The investigational analysis was completed on (B)(6) 2019. The device was inspected and red/brown material was observed inside the pebax. No damage was observed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor feature was tested and it was found to be working properly. Force values were observed within specifications. Scanning electron microscope (sem) analysis was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. On (B)(6) 2019, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. It was initially reported by the customer that during ablation, a force issue occurred. A sign indicating contact with another catheter appeared on the force dashboard. Cable replacement and system reboot was performed but did not resolve the issue. The catheter was replaced, and the procedure continued with no problem. The procedure was delayed 20 mins. No adverse patient consequences were reported. The force issue has been assessed as not reportable since there is no risk to the patient as a result of the procedure delay. On (B)(6) 2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish brown material was observed on the pebax and no integrity damages were observed. The observed reddish brown material has been assessed as not reportable since the foreign material was found underneath the pebax and there is no damage to the integrity of the pebax. As such, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on (B)(6) 2019, the bwi pal performed scanning electron microscope (sem) analysis and found evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. The observed hole on the pebax surface has been assessed as MDR reportable. The awareness date has been reset to (B)(6) 2019.